Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. While on support, a yellow alarm emitted from the automated impella controller (aic) console. The medical staff was unable to change the cassette due to yellow screen ¿unable to detect cassette." Nurse tried a second cassette and was unable to load in the console. A new console was turned on and cassette loaded without issue. No patient harm reported.

Manufacturer narrative:
The automated impella controller (aic) was returned for evaluation. Upon inspection of the console, the purge system contained evidence of purge fluid spill, compromising the hinge of purge lid. During testing, it's been determined that occasionally a good purge cassette is not being detected by the rfid, therefore not activating purge motor. If the gear of the purge cassette happened to be already aligned with the gear of purge motor before and after the insertion, the purge motor was activated. However, if the gears were not initially aligned, the motor would not activate, even when the purge cassette was placed near the purge assembly. This appeared to be the cause of the unusually short range of the rfid circuitry. Once temporarily replacing the rfid pca, the issue was resolved and the purge cassette was detected each time was able to be installed. Therefore, the root cause of the purge issue was most likely, due to user error in relation to the purge bag and cassette change; as well as the rfid malfunctioning which prevented the purge cassette from being detected and installed. The purge insert and lid were cleaned, the purge pressure sensor was tested, parameters were verified to be within specification. And a functional check of the console was performed; before the console was returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records. Issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Before returning this console back to the customer, the purge flag was replaced and a full functional check on the console and optical system was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.